Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the surgeon could not navigate biopsy needle. The surgeon tried two needles without success. Navigation was aborted and the surgeon did the biopsy without seeing the needle navigating in the brain/tumor. The surgeon still used the biopsy needle, as the depth in locked trajectory was confirmed. The needle depth was confirmed and measured, so the surgeon did the biopsy without seeing the needle moving in the tumor/brain. There was no reported impact on patient outcome.